Manufacturer narrative:
Product complaint #: (B)(4). Complaint conclusion: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician noted that the distal tip of the prowler select plus 150/5cm (catalog #: 606s255x/lot #: 30076106) microcatheter was kinked and the 4.5 x 28mm enterprise (catalog #: enc452812/lot #: 10955432) stent vascular reconstruction device could not advance through the microcatheter. After the microcatheter reached the target vessel, the physician prepared the stent, but the stent could not be advanced through the microcatheter. The stent and microcatheter were removed from the patient as a unit, and the kink was subsequently found on the microcatheter. The customer feels that the kink likely resulted in the inability to advance the stent. The cause of the kink is not known or suspected. The stent and microcatheter were replaced, and the procedure was completed successfully without further incident. The surgery was not delayed due to the event. No patient complications occurred as a result of the event. The products were stored and handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. The stent/stent delivery system did not appear damaged. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. There was no difficulty encountered introducing the catheter over the guidewire prior to the attempted use of the stent. The user verified that the introducer was fully seated and secure in the hub. No resistance was felt while advancing the microcatheter to the target lesion. The stent did not prematurely deploy at any time during the procedure. The user did not apply undue force when handling the devices. Evaluation of the returned enterprise revealed that the stent had prematurely deployed. Additional information received indicated that the stent was still on the delivery wire when it was removed from the patient, and the premature deployment occurred during post-procedural handling. No further information could be obtained. A non-sterile enterprise device was received inside of a pouch. Upon receipt of the complaint device, visual inspection was conducted. The introducer and delivery wire did not appear damaged. The stent was found prematurely deployed. There were no visual anomalies observed during the visual inspection. After the visual inspection was conducted, the stent was inspected under microscope and no damages were observed. Functional testing could not be performed since the stent was found deployed. As per procedure, the stent must still be inside of the introducer in order to perform functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report of impeded in microcatheter could not be evaluated since the stent was found deployed. Additional information received indicated that the stent prematurely deployed after the device was removed from the patient, during post-procedural handling/processing. The returned prowler select plus microcatheter was found compressed. The failure experienced by the customer may be related to the compressed/kinked section of the catheter; however, the exact circumstances surrounding the observed damage to the catheter cannot be determined based on the condition of the returned device. It is also possible that excessive force was applied to the device, possibly in an attempt to overcome the reported resistance. Impeded in microcatheter is a known potential product failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU cautions: ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one.¿ neither the product analysis nor the device history record review suggests that the failure could be related to the enterprise manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00810 & 1226348-2019-00811.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00810 & 1226348-2019-00811.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the physician noted that the distal tip of the prowler select plus 150/5cm (606s255x/30076106) microcatheter was kinked and the 4.5 x 28mm enterprise (enc452812/10955432) stent vascular reconstruction device could not advance through the microcatheter. After the microcatheter reached the target vessel, the physician prepared the stent, but the stent could not be advanced through the microcatheter. The stent and microcatheter were removed from the patient as a unit, and the kink was subsequently found on the microcatheter. The customer feels that the kink likely resulted in the inability to advance the stent. The cause of the kink is not known or suspected. The stent and microcatheter were replaced, and the procedure was completed successfully without further incident. The surgery was not delayed due to the event. No patient complications occurred as a result of the event. The products were stored and handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. The stent/stent delivery system did not appear damaged. The procedure was conducted in accordance with the IFU and an adequate continuous flush was maintained through the microcatheter. There was no difficulty encountered introducing the catheter over the guidewire prior to the attempted use of the stent. The user verified that the introducer was fully seated and secure in the hub. No resistance was felt while advancing the microcatheter to the target lesion. The stent did not prematurely deploy at any time during the procedure. The user did not apply undue force when handling the devices. The products will be returned for evaluation. No further information was provided.